Event description:
It was reported that the patient had several aborted and delivered therapies, due to noise on the lead. The noise was not reproduced with isometrics and pocket manipulation. Sensing, impedance, and capture were all s table. The lead was replaced.

Manufacturer narrative:
Na